Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the armon (B)(6) 2022. On (B)(6) 2022, the cgm was reading 128 mg/dl but the pediatric patient was feeling unwell, limp and weak, and her bg was 38 mg/dl. Her mother gave her '0.5 carbohydrate exchange (dextro).' After 10 minutes the patient felt better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c and d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.